Event description:
The pt was undergoing a capsule endoscopy study. The swallowed capsule date recorder registered activation. The pt was discharged. A half hour post discharge the capsule stopped working. The pt returned to the hospital for trouble shooting. The capsule was unable to be reactivated. The company was contacted. The were also unable to reactivate the capsule. The data that was downloaded reflected the test ended 6 min after it started.